Event description:
The device was used during a low anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon sutured to complete the procedure. The hosp has report no pt injury occurred.